Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/22/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information, correction/removal reporting number - additional.

Event description:
Data from the patient was returned and evaluated. A review of the data log confirmed the reported event of a loss of connection. A root cause could not be determined.